Event description:
The initial reporter stated they received discrepant ise results for six patient samples tested on a cobas pro ise analytical unit. Results for the following tests were affected: na electrode, k electrode, cl electrode. Refer to the attachment for all patient data. The customer deemed the repeat results to be correct. Corrected reports were issued for some of the k and cl results.

Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The field service engineer found that a vacuum nozzle screw was not installed. The waste port had crystallization and the sipper tube was broken. The flow path was cleaned, a probe was replaced, and the sipper tubing was replaced. The reagents were primed. Ise checks, calibration, qc, and precision studies were successful. The investigation determined the service actions resolved the issue.